Event description:
The lights were so dim they could not see down a patient throat.

Manufacturer narrative:
The light going out during intubation would cause a disruption in patient therapy. The clinician would need to find a handle and blade that work further delaying the intubation and patient therapy.

Manufacturer narrative:
The light going out during intubation would cause a disruption in patient therapy. The clinician would need to find a handle and blade that work further delaying the intubation and patient therapy. The complaint of "lights not coming on, multiple laryngoscope handles" regarding part 2016.c was confirmed. The root cause could possibly be a result of faulty electrical connectivity. A risk assessment was performed, and the ultimate risk was determined to be medium. CAPA-00510 is currently open for this issue. There have been 8 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
The lights were so dim they could not see down a patient throat.